Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, the fixation issue was observed as the lead could not be fixate to the myocardium. The ra lead was never implanted and replaced. No patient complications have been reported as a result of this event.